Event description:
On (B)(6) 2015 - it was reported that while placing a PICC bedside in ed and the wire reportedly got stuck in patient and with force, was removed although the wire had allegedly dismantled. The wire is still intact however 8-10 inches of the wire is reportedly jumbled. The sheath was reportedly in the patient at this time and although the sheath was removed, the wire allegedly must have got caught on something. There was no harm to patient; however, the other arm was attempted arm. There is a sample of the "dismantled" wire. Wire fragment was reportedly removed from the upper arm.

Manufacturer narrative:
The complaint of a broken and elongated guidewire was confirmed and the cause appeared to be use-related. The returned product was one guidewire reportedly from a 5fr d/l rad powerpicc kit. The outer coil wire was elongated 3cm distal to the transition to outer coil/inner core wire. A complete break in the inner core wire was observed 4.2cm distal to the transition. A complete break was observed in the outer coil wire within the elongated region. Tactile inspection of the sample confirmed that the distal weld tip was attached to the distal segment of the inner core wire. Microscopic inspection of the inner core wire break revealed slight necking in the vicinity of the break. The break surface was granular. One break surface was vaguely concave while the other side was vaguely convex. A characteristic shear tip was also observed on one edge of the break surface. Microscopic inspection of the distal tip of the wire confirmed that the distal weld tip was intact and revealed the presence of light blood residue. The characteristics of the breaks in the guidewire were typical of tensile failure. The blood residue suggested that the guidewire was in place when the failure occurred. The location of the break suggested that the wire proximal to the break was pulled while the region of guidewire distal to the break was held in place. The event description indicated that this guidewire was placed at the bedside without fluoroscopy. A lot history review (lhr) of reyl1847 showed no other similar product complaints from these lot numbers.